Event description:
The customer reported the touch screen does not respond to touch; fails with "bad touch detected"; xy coordinates change every time the box is touched. The customer reported there was no patient involvement.